Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 years ago from date manufacturer was made aware. Block d6b: explant date: 3 years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 19901175/21301624.